Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during investigation, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has been dim for 5 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.